Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 500 mg/dl and insulin injections were used to address the bg level. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The pump was exposed to an external temperature change (removal of pump from skin) just prior to the occlusion alarm. Tandem technical support advised the customer to discuss the occlusion with a healthcare provider. The customer acknowledged the information.